Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the "heart rhythm went blue". Additional details have been requested. We are considering this to be a possible code-blue shock-issue situation possibly causing a delay in life saving therapy, therefore, we are considering this to be a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips the "heart rhythm went blue". We are considering this to be a possible code-blue shock-issue situation possibly causing a delay in life saving therapy, therefore, we are considering this to be a serious injury. However, no direct adverse event to the patient or user was reported. The customer did not respond to multiple requests for patient/procedure details. The customer did not respond to multiple requests for evaluation details. The customer declined service from philips. No ECG monitoring strips or case event files were provided to philips for review. The customer did not respond to multiple requests for resolution details. No conclusion can be drawn. The device remains with the customer.

Manufacturer narrative:
H3 other text: the customer declined service from philips.